Event description:
It was reported that difficulty was encountered during insertion of the iab. The pump began to experience helium loss alarms every min for 90 mins. It was then decided to remove the iab. There were no pt complications.